Manufacturer narrative:
Correction: during follow up, it was clarified that the reported issue was with a solution bag. Based on additional information received, the homechoice cassette was determined not to be a factor in the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as "the lines were permeable." This occurred while priming the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.